Event description:
It was reported via repair work order that the footboard was functioning intermittent due to the mattress tag being caught in the footboard connector housing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.